Manufacturer narrative:
The customer¿s report that the set leaked at the pump segment was confirmed. Visual inspection of the set showed a small hole at the top of the silicone segment. No tool marks or crush marks were observed on the upper fitment near the hole. Functional testing confirmed leaking from the hole. The root cause of the hole damage could not be determined.

Event description:
The customer reported a set leaked at the pump segment while attached to a patient on the bmt unit. One of the infusions attached was a bag for potassium chloride 10 meq in normal saline 100 ml, while the other infusion attached was a 250 ml bag for normal saline. There was no patient harm.

Manufacturer narrative:
Cont'd from concomitant products: 250ml baxter bag ndc 033-0049-02, lot number y261982, exp aug 19, 0.9% nacl, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a set leaked at the pump segment while attached to a patient on the bmt unit. One of the infusions attached was a bag for potassium chloride 10 meq in normal saline 100 ml, while the other infusion attached was a 250 ml bag for normal saline. There was no patient harm.